Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was evaluated, and the following was observed: balloon is burst radially on the proximal side and longitudinally on the working length. Functional testing was performed on the device, and fine adjust and gross alignment were able to be performed successfully and without further issue. Dimensional testing was performed, the balloon wall thickness was measured along the longitudinal tears on both sides. The measurements show that the balloon wall thickness was within specification. Per the technical summary, the instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, reported event for balloon burst was able to be confirmed based on visual evaluation of the returned device. A potential cause for these events have historically been due to calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While a definitive root cause was unknown, available information suggests that patient (calcification) factors may have contributed to the balloon burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure, there was resistance during insertion of the 23mm commander delivery system into the 14fr esheath+. The team was able to advance, and the delivery system was advanced across native annulus, but adjustments were difficult due to tension. The pusher was pulled back, and the valve was deployed with nominal volume. At about 16cc's of volume into the balloon for valve deployment, the balloon ruptured vertically. The valve appeared well expanded, and the gradients were low with no leak. The devices were removed with no issues. There was no injury to the patient.

Manufacturer narrative:
Investigation is still ongoing.